Manufacturer narrative:
Both the offer of a system service check of the medrad® stellant CT injection system and additional applications training were declined by the customer. The disposables in use during the incident were discarded by the site and are therefore not available for evaluation. The customer was unable to provide the lot number of the subject disposables; therefore, testing of retained samples is not possible. The site continues to use the stellant CT injection system after the reported event with no further issues reported . This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was informed that a 72-year-old male suffered an extravasation while connected to a medrad® stellant CT injection system, serial number (B)(6). The customer reported that approximately 50 ml of contrast was extravasated in the patient's right antecubital. Following the event, a cold compress was applied to the infiltration site, and a dermatologist and orthopedic surgeon were consulted to confirm the patient did not have compartment syndrome. The current status of the patient is unknown.